Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high-resolution stereo viewer (hrsv) monitor to resolve the issue. The system was re-tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Failure analysis investigation found no image on the monitor due to the inverter board was defective.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, one eye of the surgeon side console (ssc) was black. Customer also reported that on the other ssc, both eyes were working. The system was not onsite. Technical support engineer (tse) requested the caller to power cycle system, but the caller stated this was done already. The surgeon preferred to continue with surgery using only one ssc and would perform the troubleshooting after this surgery. The tse requested the caller to check blue fiber cable (bfc) leds and performed hard power cycle on the ssc with the black eye after surgery and call back with result of troubleshooting. The procedure was completed using one ssc with no reported injury.